Event description:
It was reported the pt is not receiving effective stimulation therapy from his scs system. The pt stated he has not used his system in approx six months due to the stimulation not being as high in his back as it was during the trial. The pt is pending a follow up with his physician to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.